Manufacturer narrative:
Manufacturing review: as the lot number for the device was provided, a manufacturing review will be performed. Investigation summary: one introducer needle and one guidewire in a guidewire hoop were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The diameters of the introducer needle and guidewire were measured. The investigation is confirmed for difficulty to advance guidewire, as the guidewire was pushed into the introducer needle with light force and could not be advanced. The guidewire was then pushed with a moderate force and the guidewire was advanced. Residue was noted on the guidewire segment that was previously inside the introducer needle. There appeared to blood and fibrous residue on the guidewire. None of the components returned with the sample were confirmed to be out of specification. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 03/2021).

Event description:
It was reported that during dialysis catheter placement, the guidewire was allegedly unable to remove from the introducer needle. There was no reported patient injury.